Manufacturer narrative:
Correction: upon review the pacemaker, manufacturer report 2017865-2025-99976, should not have been submitted as a medical device report (MDR) as there was no allegation of malfunction on the pacemaker.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient had presented remotely via merlin.net. Transmissions showed that the pacemaker and the right ventricular lead had exhibited an impedance problem. No intervention was performed. The patient was in stable condition and would be further monitored.